Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was complaining of random alarms going off. The system controller was swapped out which resolved the alarms.

Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the manufacturer's lab and the reported event was confirmed. The black power cable was maneuvered and the power cable disconnect alarm became active. The black power cable was then stripped at the connector end revealing a broken inner conductor. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The MFR is closing its file on this event.